Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be reprogrammed to turn therapy off for this patient at end of life. Upon interrogation, a battery depletion (bd) alert was observed noting elective replacement indicator (eri) had been reached. This was questioned since the device was interrogated one month prior and showed a longevity estimate at 46%. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that extended magnet application dropped the battery voltage to a level that triggered both a bd error and eri. The eri was erroneous, and the battery status was expected to recover if no more extended magnet application occurred. Therapy was subsequently programmed off due to palliative care for the patient per the physician. No adverse patient effects were reported.